Event description:
Apparently dexcom has changed their adhesive. Upon removal of the cgm the skin is badly irritated, with oozing and blisters. The healing time is very slow; for me over a month. FDA safety report ID# (B)(4).